Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and no blank display or pump shutting off on its own anomaly noted. The power connector plugs in and locks into place properly. However, pump error 53 was noted in the history file; unable to verify root cause per research and development. The insulin pump had cracked keypad overlay at the select button. Unit received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was unknown mg/dl. The customer reported the power error did not occur during the rewind or load, reservoir or fill tubing process. The customer had 3 times power error during a bolus attempt. The customer was advised that the device would be replaced and refer backup plan.